Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Establishment name- (B)(6) hospital (B)(6). Establishment address - (B)(6).

Event description:
It was reported that gastrointestinal videoscope had no image. The event occurred during inspection for use. There were no reports of patient involvement.